Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station displayed an error indicated that the biometric identifier required maintenance. The station was rebooted, which temporarily resolved the issue; however, it was noted that a lumidigm bioid update was expected to be deployed to all stations to prevent recurrence. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier was failed. A technical support specialist (tss) accessed the station and verified that the lumidigm software package version was current. The tss reviewed the reported biometric identification maintenance error and confirmed that rebooting the station restored functionality, although the issue continued to occur despite the expected update intended to prevent recurrence. The tss informed the customer that the issue was under active investigation by the development team, requested additional reboots as needed to restore functionality, and kept the case open for further updates. The tss consulted with product support engineering and a team lead, who advised dispatching a field service engineer for physical troubleshooting and creating a product support engineering consultation. Further review indicated that the lumidigm service was not installed correctly, despite earlier checks showing a package present, suggesting an incorrect installation. The customer later confirmed that internal teams were working to reinstall the required software on all affected stations. The system functioned as intended after the technical support specialist repaired the device.